Manufacturer narrative:
(B)(4). Results: conclusion: inherent risk of a procedure (aneurysm rupture, endoleak). (Lack of information, unknown cause of endoleak).

Event description:
Additional information was received as follows: films post-implant revealed that the bifurcate was positioned approximately 1cm below the renals within the severely angulated neck. Near the flow divider the aortic body is sharply angulated approximately 90 degrees to the limbs. The proximal neck diameter is approximately 31mm, and the proximal stent graft diameter is 28mm. No proximal type I endoleak is seen. The ipsilateral limb and extension were positioned within the right iliac, and the contralateral limb and extension within the left iliac. There is 2.5-3cm separation between the contralateral limb and contralateral extension, with a type iii junctional endoleak. There is minimal overlap seen between the ipsilateral limb and extension; however no endoleak can be confirmed. The limbs are patent, but there is less contrast seen within the left separated limb. The aaa diameter is approximately 9cm and appears to have ruptured. Recent images showed that the contralateral limbs have been relined since the previous study and the type iii separation has resolved. However, the ipsilateral limb and ipsilateral extension have further separated. There is minimal or no device overlap, the stent grafts are acutely angulated at their junction, and there is a type iii junctional endoleak. The limbs are patent and the maximum aaa diameter is 9.5cm. The bifurcate is in the same approximate position within the 90 degree angulated neck. Images during the aortic cuff implant to treat the migration were not provided, and earlier post-implant images were also not provided. The cause of the migration and separation were likely the result of disease progression (neck dilation and angulated neck) and morphology changes. The endurant cuff removal difficulties were likely due to implanting within the severely angulated proximal neck. From the examination of the returned devices and clinical information provided, the cause of the events appears to be primarily anatomy related. The bifurcate aortic body was returned acutely angulated at the flow divider. Multiple stent fatigue fractures, suture breaks and associated abrasion holes were observed between rings 3 ¿ 5, likely caused by placement of the stent graft within the highly angulated proximal neck. No stent graft integrity issues were seen on the bifurcate proximal sealing zone; rings 1 and 2. The contralateral limb was returned detached from the gate, with the proximal section of the endurant cuff placed into the distal 4 rings of the contralateral limb. A single abrasion related hole with suture breaks were seen between rings 4 ¿ 5; likely a result of limb angulation. A one ring-length section of an unknown limb, likely the contralateral extension, was returned detached. The remaining endurant limb and contralateral extension (both transected distally), and the entire ipsilateral extension were not returned. The endurant aortic cuff was returned detached from the bifurcate. Two of the suprarenal stents were found noticeably bent, likely a result of the reported removal difficulties. No other device integrity issues were seen. It is possible that the observed fabric holes seen on the bifurcate and contra limb may have contributed to the aaa expansion; however, the majority of the holes were found covered by tissue in the ¿as received¿ condition, and no endoleak was reported in these locations. Earlier post-implant films w ere not provided; therefore, the aneurysm morphology and stent graft in-vivo configuration at implant could not be assessed. It is possible that the bilateral limb separations, as well as the stent graft migration, were caused by disease progression (neck dilation and angulated neck) and morphology changes over the implant duration. The likely cause of the aortic cuff removal difficulties appears to be due to implanting within the highly angulated proximal neck.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm abdominal aortic aneurysm. At 32 months post implant, the aneurysm was 8.2 cm and the patient was lost to follow-up since that time. It was reported that the patient presented emergently with a ruptured 9.4 cm aneurysm. The rupture was attributed to separation of the contralateral limb and the contralateral limb extension. It was noted that there was maximum overlap between these two stent grafts of 2 cm (at the time of implant). The type iii endoleak was successfully resolved by implant of a 16x16x124 endurant iliac limb. It was also noted that there was 1 cm of sent graft migration of the bifurcated stent graft due to neck dilatation and angulation. The aortic neck currently measures 1.2 cm in length, 30 mm in diameter just below the renal arteries and 24 mm distally. No intervention has been performed to address the migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Method: film. Results, conclusion: disease progression, morphology changes.